Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4). (B)(6). Field service technician has been sent for investigation and found defective pump motor. The motor has been replaced and returned to maquet laboratory for further investigation. Investigation still pending. A supplemental medwatch will be submitted after new information has been received.

Event description:
As stated by the customer: on startup of the rpm (hl 20), the device was displaying "error runaway". No patient involvement. Internal reference: (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Field service technician has been sent for investigation and found defective pump motor (spare part kit hl 20 motor, material# 701049845). The motor has been replaced. After replacement the functionality of the device has been checked. According to service protocol all tests have been passed. The defective motor was returned to maquet laboratory for further investigation. According to the investigation report by maquet laboratory, signed on (B)(6) 2018, the failure could be reproduced. Thus, the failure could be confirmed. Most probable root cause could be determined as defective tachometer generator of the motor. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.